Event description:
According to the rptr: procedure: laparoscopic umbilical hernia. The customer reports that the surgeon applied a tack which only partially expelled from the stapler. To get the tack out of the stapler, he fired another tack which did push the first tack into the pt's abdominal wall but then fell into the pt's abdominal cavity. He did this several times before opening a new stapler. He then had to retrieve the extra tacks from the pt's abdominal cavity. He is not sure if he got them all out or not. The pt status is fine.